Event description:
Journal reference: spinelli m, weil e, ostardo e, et al. New tined lead electrode in sacral neuromodulation: experience from a multicentre european study. World j urol. Jul 2005;23(3):225-229. The use of a new tined lead electrode for sacral neuromodulation (sns) was evaluated in a study including total patients with chronic voiding dysfunction. Reportable event; in three patients with migration seen at 6 month follow-up, the tined lead was removed. See mfg report # 2182207200807724.